Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: protruding interventricular septum impacts on leadless pacemaker implantation success: conversion from helix-fixed to tine-fixed system: a case report. Heart rhythm case reports. 2025. 11:1106¿1110. Doi: 10.1016/j.hrcr.2025.08.001 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a leadless implantable pulse generator (ipg) implantation. The authors described a leadless ipg which exhibited an increase in threshold and a decrease in impedance four days post implant. The device remains in use. No adverse patient effects or additional product performance issues were reported.